Event description:
The customer contact reported that the device alarmed with error code s233 (over temperature). The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device was not working. The customer contact's reported error code s233 (over temperature) was confirmed in the device history. The probable cause of the error code s233 was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.